Event description:
It was reported that during an ercp procedure, the stent appeared longer than anticipated. A 10x60 rx wallstent biliary stent had been advanced to treat an unspecified biliary stricture. Following full deployment of the device, the stent appeared to "measure 8 cm" with the distal part of the stent still exposed in the duodenum. The procedure was completed with this device. There were no pt complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.